Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.